Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system the alleged sample initially generated sars-cov-2 positive and influenza a positive results. The same sample was repeated with cepheid generating the same sars-cov-2 positive and influenza a positive results. The same sample was repeated again with biofire generating sars-cov-2 negative and influenza a positive results. The results were reported as positive for sars-cov-2 and influenza a. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to differences in testing platforms and a low titer sample that may produce wavering results.